Event description:
It was reported during a sigma procedure that there was no function from the beginning. Take a new instrument. No further info is available. There was no adverse pt consequence.

Manufacturer narrative:
Eval summary: the ace36p device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.